Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. As received the cable connecting ECG c and d was pulled from the strain relief, damaging all wires in the cable section. The root cause for the strained cable was excessive force. There is no indication that the damage caused or contributed to any adverse events.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. The electrode belt had a damaged cable.